Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon did not unwrap". This issue happened prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed biohazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully wrapped. The peel-away sheath was on the iabc. Spots of dried blood were noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thick-ness was measured at six points with measurements ranging from 0.0064in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon did not unwrap" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "balloon did not unwrap". This issue happened prior to use. No patient involvement reported.